Manufacturer narrative:
The investigation into the vf/vt/af/at (ventricular tachycardia) issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined. A.5 ethnicity was previously entered incorrectly. The patient's ethnicity is unknown. B.7 revised as this information was inadvertently omitted from the previously submitted report. D.4 revised model number from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures. E.1 first name and middle name were previously entered incorrectly. First name was revised and middle name is unknown. G.2 foreign was entered incorrectly on the previous submitted report. H.5 revised as previously entered incorrectly. H.6 code 4114 was reported incorrectly on the previously submitted report. New code has been added to type of investigation code. H.10 additional manufacturer narrative on the previously submitted report stated that the device was not returned but the device was discarded. Type of investigation code has been updated to reflect discarded. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted report incorrectly. No ifus are needed to be reported for this report.

Event description:
The patient expired on support. Upon abiomed's medical safety officer review, there is not enough information to associate the use of the device with the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. We received a notification from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry). It was noted that vt (tachycardia) occurred with a probable relationship to the impella 5.5 device used on a patient.